Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago. 2011 the patient consulted the dentist with a loose abutment screw. During refixation it was realized that the implant shoulder was fractured. Nevertheless the crown was inserted on the damaged implant until 2019 the implant fractured due to overloading based on the fragile situation.